Event description:
It was reported by service report that the side rail latch compression springs were missing and the pivot screw in the latch assembly was loose allowing the side rail to not remain latched up. No pt involvement or adverse consequences are reported.